Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. The catheter had acceptable testing and was incomplete/returned in segments. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4). Analysis of the model# 8637-40, sn (B)(4), found no anomaly. Analysis of the catheter, 8598a, sn (B)(4), found an area on the distal catheter segment body to be broken and compressed (in-house failure). Analysis of the catheter, 8709sc, sn (B)(4), found no significant anomaly. Conclusion: pertains to the pump, model# 8637-40, sn (B)(4). Conclusion: pertains to the catheter, model# 8598a, sn (B)(4). Conclusion: pertains to the catheter, model# 8709sc, sn (B)(4).

Event description:
Additional information received from the consumer indicated the patient had heard the alarm from his old pump and it was replaced because, something was wrong with the pump. The time-frame of the audible alarm was not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of increased pain and no relief with the pump as his dose was increased (less than 50% therapy relief). There was a volume discrepancy at refill where the expected volume was 16 ml but the actual volume was 40 ml. A dye study and an x-ray were performed. There was a catheter issue in which the distal segment/end of the catheter dislodged and migrated out of the intrathecal space. It was believed that the volume discrepancy came ¿because the spinal segment was not intrathecal or there was a malfunction with the operation of the pump.¿ the healthcare professional (hcp) was able to aspirate the catheter but unable to push any contrast dye, which prompted looking into the spinal segment. Surgical intervention was required to add a new spinal segment, and ¿since the pump was at 30 months eri (elective replacement indicator) and due to the refill volume discrepancies¿ the hcp opted to replace the pump which was returned for analysis. The patient was alive with no injury, doing well post revision, and was receiving therapy relief. The pump was used to infuse morphine and bupivacaine. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.